Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that backflow was observed in the fill port valve of a large volume infusor, which caused a loss of airtightness and leakage of liquids. This occurred during filling of the device with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to b5: update the quantity to "two (2) units". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between 15 august 2025 and 19 august 2025. H11: two (02) actual devices were received for evaluation. Visual inspection was performed on the first sample and there was evidence of leak (backflow) at the fill port when the fill port cap was opened. Further inspection identified particles stuck under the device checkband. A leak test was performed on the second unit by filling water to the bladder. During fill, leak was also observed from the fill port of the second unit. Two particles measured to be 4.81 mm in length, stuck under the device check band of the first unit. One particle measured to be 4.02 mm in length, stuck under the device check band of the second unit. The checkband is located inside the bladder. The particles were identified to be sebs (styrene ethylene butylene styrene) material via a fourier transform infrared spectroscopy (ftir) test. Sebs is a common type of plastic. The reported condition was verified. The cause of particle stuck under the device checkband could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.